Event description:
It was reported that the atrial lead exhibited less than 100 ohms impedance. The atrial tip to can egm may have showed some noise however it was not oversensed. The patient had an aortic valve surgery in 2008.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.